Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller (B)(4), one battery (B)(4) and one controller ac adapter (B)(4) were not returned for evaluation as a part of this product event. Failure analysis could not be performed as the devices were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Additionally, analysis of the event log file revealed a controller power up event on (b(B)(6) 2018 at 11:24:46, indicating a loss of power to the controller. The data point prior to the loss of power, logged at 11:17:37, revealed that (B)(4) was connected to power port 1 with 49% relative state of charge (rsoc) and a controller ac adapter was connected to power port 2. The data point after the controller power up event, logged at 11:25:23, revealed that no power source was connected to power port 1 and a controller ac adapter was connected to power port 2. The controller was without power for 10 seconds. As a result, the reported event was confirmed. The most likely root cause of the premature power switching event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Internal investigations were initiated to capture events involving the controller losing power and momentary disconnections. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2018-05-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. (B)(4). Heartware ventricular assist system ¿ controller ac (cac) adapter. Controller ac (cac) adapter / (B)(4) / model #: 1430us / expiration date: asku. UDI #: asku. Device evaluation anticipated, but not yet begun. Mfg date: asku. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that controller exhibited power switching and a loss of power. The controller was connected to ¿wall power¿ and a battery with a battery capacity of two bars when an alarm was heard and the controller ¿appeared to be off.¿ log files indicated that a controller power up and associated pump start event had occurred. A lubrication treatment was performed. The controller, controller ac (cac) adapter, and battery remain in use. No patient complications have been reported as a result of this event.